Manufacturer narrative:
H6: investigation summary our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Since this product is 100% inspected at the end of production it is highly unlikely that this failure would not be found before being shipped. Therefore, a likely cause of the failure was improper uses which resulted in the failure. However, this cannot be confirmed without the sample being available for evaluation. A device history record review could not be completed since no lot number was provided. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. H3 other text : see h10.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.25 in experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: pre-op rn was inserting peripheral IV 20ga. Upon insertion, got blood flashback. Patient complained of unusual pain (had not yet pulled out needle). When patient had additional pain, rn decided to fully dc IV and try again. When she pulled out catheter mechanism, she saw that the needle had pierced the plastic catheter. Rn has worked in pacu for over 17 years, has excellent IV insertion technique, and has started thousands of IV's. She states that she has never had this happen before. She was able to start another IV.

Manufacturer narrative:
Medical device brand name: bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.25 in. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system ¿ single port with maxzero¿ needleless connector 20 ga 1.25 in experienced the needle piercing through the catheter during introduction. The following information was provided by the initial reporter: pre-op rn was inserting peripheral IV 20ga. Upon insertion, got blood flashback. Patient complained of unusual pain (had not yet pulled out needle). When patient had additional pain, rn decided to fully dc IV and try again. When she pulled out catheter mechanism, she saw that the needle had pierced the plastic catheter. Rn has worked in pacu for over 17 years, has excellent IV insertion technique, and has started thousands of IV's. She states that she has never had this happen before. She was able to start another IV.